Event description:
The registered nurse/care coordinator reported that one of the patients at their hospital coughed while inserting a prosthesis and aspirated the device. The prosthesis has been removed from the patient. The nurse indicated that the device would not be returned for evaluation. Additional attempts were made to contact the nurse and patient; however, (B)(4) was unable to reach the nurse or patient for further information.